Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's time on the pump was incorrect. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the time.